Event description:
The customer reported fluid leaked from reagent probe b and onto the chemistry cartridges involving the unicel dxc 800 synchron system. The customer stated during removal, fluid was on top of the cartridges and spilled on the floor. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed an occlusion in the waste valve. The fse cleared the occlusion, performed alignments, and verified system functionality. The instrument conformed to the manufacturer's published performance specifications. (B)(4).